Manufacturer narrative:
Siemens reviewed the data files provided by the customer. The aqc results for bilirubin were in the expected ranges and without developing any trends over use life. A detailed review of the raw response data found no discrepancies in sample loading or sample delivery for the reported results. The co-oximetry signals for the reported sample looked typical and showed no abnormalities. The overall health of the co-ox slide cell during and around the time of the complaint was found to be well within specifications. It appears that the analyzer had measured the whole blood samples as presented to the sensors. This investigation could not establish a conclusive root cause for the alleged discordant result.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The data logs have been provided for investigation. The customer stated that the controls are in the expected ranges and that this event was a single issue. The instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant low nbili results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.